Event description:
The patient contacted animas on (B)(6) 2012 reporting that after swimming with the pump, the pump was rebooted and the keypad buttons were not responding to progress past the verify screen. The patient stated that there was no known damage to the battery compartment or cap however moisture was observed in the battery compartment. This report is made based on the allegation of the keypad response issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2012-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: evaluation revealed that the keypad rubber was intact. Evaluation revealed that all of the buttons responded appropriately and spring back or click normally. There was no evidence of keypad contamination found under the key contacts. Unrelated to the complaint, evaluation revealed visible moisture in the display lens. Unrelated to the complaint, evaluation revealed a cracked battery compartment and a scratched, discolored/faded display screen, which has no effect on insulin delivery function. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump. A battery compartment leak was also observed.